Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions were found: the light guide (lg) lens has foreign objects. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the light guide (lg) lens has foreign objects. There was no report of patient involvement.